Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-59627 is a concomitant. Please refer to manufacturer report number 2016493-2021-59640, which captured the correct suspect device per investigation report.

Event description:
It was reported that a 50ml bottle of propofol infused in 1 hour via channel c, running at 30 mcg/kg/min,19.5ml, for 108.2kg. Upon hanging a new bottle via channel d, the propofol was observed to be dripping fast. Channel d changed out with channel c, but then 50ml bottle infused in 1 hour. Channel a had dextrose 10% infusion at a rate of 25ml/hr and channel b had fentanyl at 20 mcg/hr. It was noted that channels a and b seemed to be infusing at appropriate rates. The entire pump set-up was changed out. There was patient involvement and no significant effects. A copy of medwatch was received, which states 50 ml bottle of propofol infusion appeared to be infusing to quickly, infused m 1 hour when dose was 30 mcg/kg/mm or 19.5 ml/hr for 108.2 kg patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that a 50ml bottle of propofol infused in 1 hour via channel c, running at 30 mcg/kg/min,19.5ml, for 108.2kg. Upon hanging a new bottle via channel d, the propofol was observed to be dripping fast. Channel d changed out with channel c, but then 50ml bottle infused in 1 hour. Channel a had dextrose 10% infusion at a rate of 25ml/hr and channel b had fentanyl at 20 mcg/hr. It was noted that channels a and b seemed to be infusing at appropriate rates. The entire pump set-up was changed out. There was patient involvement and no significant effects.